Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in air water channel and cylinder and displayed no image with scope communication error e238. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that due to corrosion on plug unit, communication error is displayed and resulted in no image. Moreover, the probable cause of accumulation of white foreign material could not be established. However, use of products such as simethicone, lubricants that contain silicone can cause deposits of white foreign material and thus are not recommended for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.